Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pneumo throughout the procedure. The same device was used to complete the procedure. No adverse consequences reported.

Event description:
Patient was injected with hydrelle on (B)(6) 2010. On (B)(6) 2010 the patient was treated for an abscess in one nlf. She also complained of extreme pressure in the injection areas and consulted a dermatologist regarding the issue. No treatment was provided by the dermatologist. The patient returned to the doctor and the abscess was drained. She then developed a second abscess in the other nlf. She was treated with kenalog on (B)(6) 2010, which resolved the issue.

Event description:
(B)(4). Same case as: 2134265-2010-04272, 2134265-2010- 04517, 2134265-2010-04376, 2134265-2010-04271. Same patient as: 2134265-2009-03516, 2134265-2010-01092, 2134265-2010-01091. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. Lesion 1 was de novo 75% stenosed, 3.00mm in diameter and 24.0mm long portion of mid right coronary artery (rca). The lesion was predilated with an unknown balloon at 12 atms. A 3.00mmx24mm taxus express2 stent was implanted at 18 atms. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. Lesion 2 was a de novo 90% stenosed, 3.00mm in diameter and 20.0mm long portion of the 1st right posterolateral (rpl). The lesion was predilated with two unknown balloons at 14 atms. A 3.00x24mm taxus express2 stent was implanted at 18 atms and a 2.50x16mm taxus express2 stent was implanted at 10 atms in the lesion. The lesion was post dilated with two separate balloons. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. In (B)(6) 2008, target vessel reintervention was performed on the proximal and distal rca. The 3.00mm in diameter, 14.0mm long, 75% stenosed lesion in the proximal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. The 3.00mm in diameter, 15.0mm long, 90% stenosed lesion in the distal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. Patient outcome was improved and the patient was discharged from the hospital 2 days later. In (B)(6) 2010, the patient experienced restenosis in the right posterior descending artery (r-pda). It was noted by the physician "this was an in-stent restenosis of the taxus stent". The patient was hospitalized and a target vessel re-intervention was performed. No patient complications were reported and the patient condition improved. A 2 year follow-up was performed and there were no angina symptoms. Four days later, a percutaneous coronary intervention was performed in the 1st right posterolateral branch. The lesion was 90% stenosed, 2.75mm in diameter and 15mm long. The lesion was dilated with a balloon catheter. There were no ischemic symptoms noted at the event. Residual stenosis was 0%. In (B)(6) 2010, the patient status improved.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failed corrected data: catalog # = h12lp. A h12lp device was returned instead of the reported b12lt. The analysis results found that the h12lp device was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.